Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank screen and kept alarming. Customer¿s blood glucose was 236 mg/dl. Customer stated that display did not returned after insulin pump restart. Customer stated that insulin pump was dropped. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.